Manufacturer narrative:
Additional information was provided in d.10., h.3., h.6. And h.10. Evaluation summary: the lens was returned positioned incorrectly in the lens case. Blood and solution is dried on the lens. One haptic is broken in the gusset area (returned). The optic is torn/split/cracked and cut with a large portion of optic lens material missing (not returned). The damage is typical of insertion and removal. All product and batch history records are quality reviewed prior to product release. Qualified associated products were indicated. The reported damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of blood, surgical solution, and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the iol tore in the loader. There was no patient contact. Additional information has been requested.